Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic complaining of shortness of breath and fatigue. Device interrogation revealed that the right ventricular lead had high capture thresholds and decreased sensitivity. Fluoroscopy showed that the lead had dislodged. Perforation of the right ventricular wall was suspected due to traces of pericardial effusion. The patient presented for lead revision. During procedure the helix was unable to be retracted and the tip of the lead seemed to take a very acute angle. The lead was explanted and replaced. The patient was stable throughout procedure.